Manufacturer narrative:
Additional information has been provided in b.3., b.5., e.1., e.3., g.1., g.2., g.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the case was completed by using another cassette. It was noted that the customer re-used a cassette. Once the re-used cassette was exchanged for a new one the system worked. There was no patient impact.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company service representative stated that the customer was using a reprocessed cassette and when it was changed, the system worked as intended. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer using a reprocessed cassette. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the irrigation stopped working. Additional information has been requested.